Event description:
A 3 1/2 year-old boy, was originally implanted on 11/23/1998. According to info received from the implant center, the child's parents took him to the implant center on 3/1/1999 for device evaluation because their son's implant system was no longer functioning. The parents stated that the device had suddenly ceased functioning a few days prior to the center visit; although they could not remember the exact date. Neither the parents nor the kingergarten teachers where pt attends could remember anything unusual which may have occurred in the days prior to the event. Testing conducted at the center confirmed that the implant had malfunctioned and the decision was made to explant the device. Explantation/reimplantation took place on 3/4/1999. Pt was reimplanted with another clarion.